Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported a decrease of speech understanding since 2 weeks; awareness is still present for environmental and speech sounds. No trauma has been reported.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. No further steps are planned because the recipient is not ready for a surgical intervention at the moment.

Event description:
The user reported a decrease of speech understanding since 2 weeks; awareness for environmental and speech sounds is still present. No trauma has been reported.the user is not ready for any surgical intervention and did not attend the follow-up visit to the clinic.

Event description:
The recipient had reported a decrease of speech understanding with the device for 2 weeks; awareness for environmental and speech sounds was still present. No trauma had been reported. The user has been re-implanted on (B)(6) 2019.

Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
According to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Reportedly the device was explanted but it has not been received for investigation yet.

Event description:
The user reported a decrease of speech understanding since 2 weeks; awareness for environmental and speech sounds is still present. No trauma has been reported. The user has been re-implanted on (B)(6) 2019.